Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hand assisted sigmoid resection, the endocutter was articulated, then fired smoothly. It completed the third stroke and the tissue fell away from the stapler before the surgeon opened the jaws. The staple line was intact. The circular stapler was fired below and the donuts were examined; they were fine. However, the anterior of the anastomosis had a leak which was determined with a leak test where bubbles were present. Sutures were used to complete the procedure. The patient received a diverting temporary colostomy and is now stable. Both devices were discarded. Additional information: the patient will return to surgery at a later date to be determined. Requested and received the following information in 2010: the colostomy hasn¿t been reversed yet and I don¿t have the date yet. The surgeon tested the endocutter staple line prior to inserting the circular stapler with a rigid sigmoidoscope and there were no leaks.